Event description:
It was reported that balloon ruptured occurred. The 50% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and post procedure, the patient was in good condition.